Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a low blood glucose event. The patient reported that around 2:00 am, her service dogs woke her up, due the alarm from the continuous glucose monitor (cgm). The cgm was displaying "low." The patient was feeling lightheaded and was unsure of where she was. The patient asked her husband to get her some juice from the fridge because she was unable to. The patient drank the juice and rested until she felt better, later that day. The paramedics were not called and no visit to the hospital was needed. There was no alleged device malfunction. At the time of contact, the patient was stable. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of low blood glucose could not be confirmed. A root cause could not be determined.